Manufacturer narrative:
The customer reported that the rns (wireless bedside) shows communication loss. Remote access to the rns server revealed an error message in the event log, indicating that the server was "shutdown unexpectedly," which caused the rns server to stop generating multicast traffic required for rns client(s). The customer restarted the application service ((B)(4)) to resolve the issue with comm loss on rns client. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (wireless bedside) shows communication loss. Remote access to the rns server revealed an error message in the event log, indicating that the server was "shutdown unexpectedly," which caused the rns server to stop generating multicast traffic required for rns client(s).

Manufacturer narrative:
Manufacturer narrative: the customer reported that the rns (wireless bedside) shows communication loss. Remote access to the rns server revealed an error message in the event log, indicating that the server was "shutdown unexpectedly," which caused the rns server to stop generating multicast traffic required for rns client(s). The customer restarted the application service (B)(4) to resolve the issue with comm loss on rns client. The device was never sent in for evaluation as the issue has been resolved. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.